Manufacturer narrative:
The device was returned in a plastic bag with the battery case wrapped in bubble wrap inside a shelf carton. Initial qa inspection observed that the unit did not function when engaging the trigger. Inspection of the battery pack displayed corrosion on half of the batteries and the corresponding contact plates. The four corroded batteries had experienced an anode expulsion which generated a significant amount of heat causing the battery casing to deform. An initial result of the voltage measurement of the battery pack was 0.0 volts. Continuity of the gun and switch was normal. The four non-corroded batteries were completely depleted. The customer's reported event was confirmed. The device did not operate upon receipt. The most likely cause for this event is the corrosion of the battery pack terminals due to the degradation and leaking of the batteries. The condition of the original shipping package at receipt and the storage environment of the devices, at the user are unk. A review of the zimmer surgical manufacturing, packing and inspection processes denotes no issues indicative to this type of failure. The cause for the battery degradation is unk.

Event description:
It was reported that during surgery the high mode of the zimmer pulsavac plus fan spray kit didn't work. The customer used and finished the surgery with an alternative one. There was no report of patient harm/injury or extension in surgical time. No additional clinical info was received prior to this report. During device evaluation it was observed that the battery pack displayed corrosion on half of the batteries and the corresponding contact plates.